Event description:
As reported: "after inserting the nail, the surgeon attempted to remove the guidewire, but it failed. The procedure was stopped and the nail and guidewire were removed for confirmation. When we checked whether the wire could be passed through the nail outside the patient's body, the guide wire got stuck inside the nail and could not be passed through. The nail was replaced with one size shorter and the procedure continued." This resulted in a 30 minute surgical delay.

Manufacturer narrative:
Please note the correction to d4 lot #. The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. The received device was visually inspected and found to be in good condition overall without any physical damage. A functional inspection was conducted with a sample guidewire, and it was passed through the nail without any problem. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to user related as the device was observed to be functional in nature in inspection. If more information is provided, the case will be reassessed.

Event description:
As reported: "after inserting the nail, the surgeon attempted to remove the guidewire, but it failed. The procedure was stopped and the nail and guidewire were removed for confirmation. When we checked whether the wire could be passed through the nail outside the patient's body, the guide wire got stuck inside the nail and could not be passed through. The nail was replaced with one size shorter and the procedure continued." This resulted in a 30 minute surgical delay.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.